Manufacturer narrative:
Concomitant medical products: 363303 lead, implanted (B)(6) 2011; 4076 lead, implanted (B)(6) 2010.

Event description:
It was reported that left ventricular (lv) lead thresholds rose above the programmed output level and were described as high. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.